Event description:
It was reported the endoscope preprocessor exhibited that the disinfectant solution counter does not reset. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance center (tac) and wanted to know if there could still use the oer-pro. Tac advised the customer that if they were sure that the lcg was replaced properly and tested the efficacy properly then they can use the device. Tac also advised that they would need to document properly so that the change out was at the appropriate time. A field service engineer (fse) was dispatched for in-service repair at the user facility on 10sep2024. The fse replaced the switching valve, and performed test cycle, which was completed successfully with no errors and the equipment passed the electrical safety test. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a default of the switching valve, which disallowed the disinfectant solution to be properly discharged. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.